Manufacturer narrative:
Continuation of d10: product ID evfxplus-34 (serial: (B)(6); product type: 0195-heart valves product ID d-evolutfx-34 (lot: 0012228739); product type: 0195-heart valves. Product ID d-evolutfx-34 (lot: 0012185675); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the device was inspected prior to use and a pre-dilation was performed due to the patient's anatomy being on the low end for a 34mm valve. No misload was identified during loading. The valve ((B)(6)) was recaptured once as the first deployment attempt was too deep. Upon the second deployment attempt, infolding was observed when the valve was at an implant depth of 3-5mm. The valve and delivery catheter system (dcs) were removed from the patient. A new valve ((B)(6)) and dcs were attempted for use, however three recaptures were performed due to deep positioning. The second valve and dcs were also removed. A third valve ((B)(6)) and dcs were successfully used for implant. No procedural delay occurred. No adverse patient effects were reported.